Event description:
It was reported that the insulin pump gave a motor error alarm during the prime procedure. Troubleshooting was performed, and the insulin pump failed the displacement test. No damage to the drive support cap noted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to erased history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had minor scratches on lcd window.